Event description:
Boston scientific crm received information that the patient with this right ventricular lead, encountered dizziness with reported syncope. Medical intervention confirmed the lead had dislodged.

Manufacturer narrative:
The lead was successfully repositioned and remains implanted and in service without further complication. If new information is received, the event will be reopened and updated.